Event description:
It was reported that the patient presented complaining of shortness of breath. The device had been reprogrammed at a follow-up about two weeks previous. These settings did not provide enough output for consistent capture. The device was programmed to the original 7.5 v, 1.0 ms. The capture threshold was 7.0 v, 4.0 ms.